Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07/27/2009 that customer had an issue with a dialysis catheter. Customer states that they had to replace the catheter because the adaptors were cracked.